Manufacturer narrative:
Manufacturer received summons alleging serious injury. Incident reportedly occurred during an assisted transfer. Device has not been provided for inspection unclear if device was improperly loaded and or misused. As a conservative measure MDR filed based on injury claim.

Event description:
The consumer was allegedly being assisted by a caregiver while on the commode. As the consumer was being transferred into the shower, a bolt allegedly broke on the commode, causing the consumer to fall and suffer "serious personal injuries", including a fracture on her right femur.